Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 merlin transmission showed nsrvo episodes that showed noise that was causing inhibition of pacing. The patient is dependent. External emi noise was suspected. Programming changes were made. Patient continues to have rv noise, noted during ams events. On (B)(6) 2019, multiple egms from the transmission were reviewed and oversensed events were observed. Noise was being oversensed by the defib sensing and pacing being inhibited by the noise. The programming solution to decouple the sensing was not working. An episode revealed that the noise has an emi or myopotential pattern. Programming changes were again discussed and having the patient do some isometrics and deep coughs to see if the device picks up any noise. If the issue can¿t be resolved with programming, then the physician may wish to consider replacement of the rv lead. Related manufacturer reference number: 2938836-2019-17697.

Event description:
New information notes that the rv lead noise being oversensed and pacing being inhibited on the pacemaker dependent patient, was causing the patient light headedness and passing out. Programming changes were made and were unsuccessful. The decision was made to replace the lead. On (B)(6) 2019 the lead and device were explanted and replaced. The patient condition is stable.